Event description:
The manufacturer received information alleging a ventilator was alarming for circuit leakage. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's proportional valve was replaced to address the issue. In addition of the above evaluation, the device's inlet line proximal filter was replaced for test fail due to dirt and the technician performed final test, valve check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.